Event description:
Bayer case number: (B)(4). Mild chronic cervicitis [cervicitis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of cervicitis ("mild chronic cervicitis") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of thermal ablation in 2009 and cyst removal, colonoscopy, vaginal bleeding, fibroids, menstrual cramp, heavy periods and stress urinary incontinence. Previously administered products included: lysteda. The patient had a family history of breast cancer and ovarian cancer. Concurrent conditions were listed as perineal pain, abnormal uterine bleeding and pelvic pain female. In 2008, the patient had essure inserted. On unknown date she experienced cervicitis (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy, bilateral salpingo- oophorectomy). Essure was removed on 06-mar-2019. At the time of the report, the outcome of the event was unknown. The reporter considered cervicitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: final diagnosis: uterus, hysterectomy: - cervix: mild chronic cervicitis - endometrium: proliferative phase - myometrium: leiomyomata fallopian tubes, right and left, excision: - marked congestion ovaries, oophorectomies: - follicular cysts specimen: pelvis, uterus, cervix, bilateral tubes and ovaries clinical diagnosis: pelvic pain, abnormal bleeding. Patient also has stress urinary incontinence. She has tried medial therapy and ablation gross description: the right fallopian tube is purple gray fimbriated, 6.4 x 0.8 cm. A metal coil is present. Paratubal cyst are seen on the surface. The ovary is purple 2.7 x 2.2 x 1.6 cm. Sectioning shows a clear fluid filled cyst, 2.2 cm. The remaining ovary is hemorrhagic appearing. The left fallopian tube is purple, fimbriated 6.4 x 0.8 cm. A metal coil is present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.